Event description:
It was reported that the user changed to a freestyle libre 3 plus sensor and observed glucose readings on the libre app but not on the ilet pump because the sensor was already paired to the app and the libre 3 plus supports only a single active pairing; the user deleted the libre app, activated the ilet app, and successfully paired a new sensor to the pump with guidance. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and successful restoration of pump-sensor communication after education and re-pairing. Investigation included troubleshooting and user education on proper sensor pairing and app workflow. Investigation of this case revealed use error related to sensor pairing to a non-pump device, resulting in the pump not receiving glucose data, which was resolved by pairing a new sensor directly to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use, remediated through education and correct pairing.